Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 26, 2016 the lay user/patient contacted lifescan (lfs) alleging a battery indicator issue with their onetouch ultramini meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged battery indicator issue began on (B)(6) 2016 at approximately 11am when attempting to measure her blood glucose. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient reportedly developed symptoms of threw-up and sweating approximately 15 minutes after the alleged meter issue began. The patient reportedly visited her doctor's office where her blood glucose was measured using a dr/clinic meter, however the result was not known. The patient stated she received hcp treatment of 55 units of levemir insulin on (B)(6) 2016 in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the product and there was no misuse. The csr confirmed that the meter battery did not require to be replaced. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia and received hcp treatment, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled "postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.